Event description:
I put on a thermacare neck pain heat wrap to my right shoulder before heading out to work. I left it on for about 6 hours and received some burns and blistering from it. I have used the heat wraps in the past and never have had them burn my skin. How was it taken or used? Topical. Why was the person using the product? Shoulder pain. Other serious/important medical incident: burn.